Event description:
Had perfix mesh plug hernia repair 71 months before. Had progressive severe disabling groin and testicular pain. At time of explantation pt had severe inflammation and congestion of spermatic cord and vessels from shrunken mesh as well as entrapment of ilioinguinal and genito femoral nerve by mesh.